Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having their ins removed due to lack of efficacy. The patient was going to be implanted with a pump into the former ins pocket. Troubleshooting actions taken to diagnose and resolve the event was explant. It was noted that the reason for the call was because the physician wanted to remove the system but the patient had paddle lead implanted. They wanted to know if it was okay for the physician to cut lead and leave the distal end implanted. Technical services reviewed patient's options with the rep regarding partial components implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.